Manufacturer narrative:
Note: in one of the follow-up responses in the complaint, it was stated that the left hip caused the pain and limping, not the right hip (which is where zb devices are implanted). Because of this, it is now clear that the complained products are not zimmer biomet products. Therefore, please delete this report from your system: (B)(4) / MFR: 0009613350-2021-00403-1.

Event description:
Note: in one of the follow-up responses in the complaint, it was stated that the left hip caused the pain and limping, not the right hip (which is where zb devices are implanted). Because of this, it is now clear that the complained products are not zimmer biomet products. Therefore, please delete this report from your system: (B)(4) / MFR: 0009613350-2021-00403-1.

Manufacturer narrative:
Medical products: allofit-s it alloclassic, shell for acetabulum, uncemented, 52/ii; catalog#: 00-8755-052-02; lot#: 2737388. Biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14; catalog#: 00-8775-036-03; lot#: 2735781. Liner neutral 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell; catalog#: 00-8751-010-36; lot#: 62519395. Allofit it alloclassic, shell for acetabulum, uncemented, 50/hh; catalog#: 00-8755-050-00; lot#: 2756567. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and 7 years post implantation started experiencing pain, severe limp and difficulty with adls. No intervention has been reported yet. A leg discrepancy of 0.8 cm has been reported.